Event description:
Philips received a complaint on the efficia dfm100 device indicating that the processor pca was faulty. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The philips bench repair technician (brt) evaluated the device and determined that the dfm100 assy processor, dfm100-cbl ui to processor mix and dfm100 assy paddle tray assy were defective. The customer has requested to return the device, and no repairs will be carried out. No further evaluation is warranted at this time.